Event description:
On may 26, 2009 - the user facility (uf) reported to terumo cardiovascular systems an event that occurred during cardiopulmonary bypass surgery. The uf reported that while in use, the blood-gas oxygenator was noted to have a leak that resulted in an approximate 300 ml loss of patient blood. Other than blood loss, the uf did not report other significant injury or adverse outcome experienced by the patient.

Manufacturer narrative:
While no severe injuries were reported to the manufacturer, there was a reported loss of approximately 300 ml of patient blood. The suspect unit was received by the manufacturer for investigation into the event and the unit was subjected to mechanical assessments in an attempt to confirm the reported event. The assessment did reveal a leak in the l-tube connector that provides the conduit for blood flow between the heat exchanger and the integrated oxygenator module. A review of the device history record did not reveal any anomalies incurred during the manufacturing process - and a review of terumo's trending data revealed no additional similar events pertaining to the affected manufacturing lot (batch). Labeling that is associated with the product does advise the user to monitor the circuit for evidence of leaks and to ensure tight connections throughout the bypass circuit.